Event description:
The end-user fell while leaning on the rollator. Assisted living found the end-user laying on the floor next to the rollator & were not sure why she fell. She broke her hip and had to have surgery - she is recovering from surgery. The brakes on the rollator weren't locking (brake locks would engage, but rollator would still move when in locked position) for about 2 1/2 weeks before the fall. The end-user's son said that he asked maintenance (at assisted living) to adjust the brake cables, and maintenance could not do it. The end-user's son isn't suggesting she fell because of the brakes - the son doesn't know how the fall happened or why she fell. The assisted living place doesn't know what she was doing before she fell or if the locks were on or not. The end-user has had the rollator for over 3 years.

Event description:
The device involved with this event was returned to compass health brands 10/15/2018 & evaluated 10/16/2018. The returned device was missing one adjustment screw. The returned device was fully assembled. It was found that the right brake assembly does not fully engage in braking the wheel when it is in the park position - this is allowing the right wheel to unintentionally roll. The rest of the device was found to be in overall good working order, aside from some cosmetic issues.